Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as the lot number was not made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
No updates required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. On an ess surgeon survery that an unknown spinal implant was used during a total disc replacement (tdr) procedure performed on an unknown date. According to the complainant, a "sensory neurological" adverse event occurred at the l4-l5 and l5-s1 level. The complaint device was not available to be returned to the manufacturer for evaluation. Patient experienced a "sensory neurological" event. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).

Event description:
Clarification: activl system typically involves 3 components; in this case, the 3 implants were unspecified.

Manufacturer narrative:
Additional information - b5 (clarification) investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was not provided, a review of the device history records for the complained device is not possible. Explanation and rationale: the following causes are possible: wrong system configuration selected by the user wrong implant size chosen by the user end plate formed too strong by the user design layout unsuitable inadequate patient behavior. Conclusion and measures / preventive measures: based upon the investigation results, a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.